Event description:
It was reported while using the bd phoenix¿ ap the user noted seeing more resistance for carbapenem for gram negative rods and when the device was bypassed the results were sensitive. The user decontaminated the device, this resolved the issue. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted seeing more resistance for carbapenem for gram negative rods and when the device was bypassed the results were sensitive. The user decontaminated the device, this resolved the issue. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint on "contamination" was reported in phoenix ap instrument. Field service engineer (fse) performed tube detection sensor calibration, checked ast indicator level and nephelometer alignment. Ran full rack of 15 and it passed. Instrument returned to customer fully functional. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.